Event description:
Customer called to report a pressure dome leak that occurred during a treatment procedure. Name and function of complainant: same as reporter. Customer called to report blood leak on the return pressure transducer. Customer stated she noted the return pressure dome was not seated correctly, however because she noted this during the treatment procedure, she opted not to move the dome till after the procedure was completed. Once the procedure was completed and all blood/products were returned to the pt, customer was unloading the pressure dome noted blood had leaked onto the return pressure transducer. Service order (B)(4) was dispatched to service serial number (B)(4). Customer did not return product for investigation.

Manufacturer narrative:
Batch record review of lot b324 was conducted. There were no non conformances associated with this lot. Lot met release requirements. Complaint lot review conducted and one additional complaints for pressure dome leak was reported to date for this lot. Service order (B)(4). Field engineer verified there was a slight bit of blood around return pressure dome. Cleaned return pressure dome. Performed pressure calibration on all three pressure domes. Performed checkout procedures and all procedures. No more error codes were posting. Analyzer is operating as expected. Repairs returned this instrument to expected operation. All required documentation was given to the customer. The assessment is based on info available at the time of the investigation. No product return was received from the customer for investigation. The root cause for this complaint cannot be determine based solely on the info provided by the customer. (B)(4).